Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer failed. The customer rebooted and recovered the station but still issue persist. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer dialed into the station and assisted the user with recovering several pockets. Some pockets successfully recovered, but the drawer continued to fail. Shut down the station for a few minutes and then perform a reboot. After the reboot, the drawer failures were no longer present, and the system returned to normal operation. The system functioned as intended after the field service engineer repaired the device.